Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with afx devices at an unknown date. It was reported the patient had a type 2 endoleak and the physician elected to explant the devices. The patient had an open conversion and the final patient status is unknown. There have been no additional adverse events reported for this patient.